Manufacturer narrative:
Follow-up #1: date of submission: 10/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/04/2016 with the following findings: the pump's black box showed multiple unexplained pump reboot events on (B)(6) 2016. The battery compartment was cracked below the grip pad. The returned battery cap was undamaged and able to fit securely. The battery cap was fastened and then unscrewed a half turn with no reboots occurring. The pump powers up with an unresponsive keypad. No contamination or damage was found to the keypad button contacts. The pump¿s cover was removed and moisture corrosion was found to the keypad connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Serial #: (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.